Event description:
It was reported that the balloon would not deflate. This express-b-I ld pmted 10.0x30x135 cm was selected for use in a pulmonary procedure on a canine. During the procedure, once the stent was expanded, the balloon would not deflate. It was noted the canine did not recover from the procedure and subsequently passed away.